Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the original catheter placement being too low was physician preference. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Information was received via manufacturer representative from a healthcare professional (hcp) and from a patient who was receiving dilaudid, concentration 20 mg/ml, dose 10.5 mg/day and naropin, concentration 10 mg/ml, dose 5.25 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the patient had less pain relief and was unsure of when that started. The catheter was originally placed lower and this may have been preventing him from getting better relief. It was unknown whether any diagnostics or troubleshooting were performed. The hcp felt the tip needed to be higher to give the patient better pain relief. The spinal catheter piece was replaced with a new 8598a catheter, and the catheter was placed at t10 (thoracic) instead of l1 (lumbar). The explanted segment of the catheter would not be returned as the customer discarded it. The patient status was "alive - no injury" and the issue was resolved at the time of this report. No further complications were reported/anticipated.